Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a ligation therapy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the user noticed that the suture in the ligator head was twisted resulting in failure to deploy the bands. The procedure was completed with a different device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported issue of bands failed to deploy. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.